Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters trek rx instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending coronary artery with no tortuosity and no calcification. A 2.50x15 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion with no resistance and air aspiration was performed inside of the patient anatomy. The balloon of the bdc was unable to maintain pressure and ruptured on the first inflation to 14 atmospheres. Contrast was seen distal to the balloon. A 2.50x15 mm nc trek was successfully inflated at the lesion and the procedure was successfully completed with the deployment of an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.